Event description:
It has been reported to philips, that the device ECG did not displayed any rhythm.

Event description:
It has been reported to philips, that the device ECG did not displayed any rhythm.